Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable ca2 calcium gen.2 result for one patient sample. The initial result was 5.3 mg/dl and was reported outside the laboratory. The repeat result was 9.3 mg/dl and was believed to be correct. The patient was not adversely affected. The reagent lot number was 20096601 with an expiration date of 02/28/2018. The customer noticed a rinse unit nozzle was dripping into the reaction cells and believed that caused the erroneous result. The field service representative found the drier nozzle on the rinse station was stuck in the up position. He removed and cleaned the rinse station drier nozzle and aligned the nozzles on the rinse unit. The customer ran qc with results within the normal ranges for all levels of qc. A query found no past or new escalated complaints of this nature on a like instrument at this site during the past 12 months. No abnormal trend was identified regarding low results due to an issue with the rinse nozzle.